Manufacturer narrative:
Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.

Event description:
It was reported that the procedure was cancelled. A faradrive steerable sheath and amplatz super stiff guidewire were selected for use pulsed field ablation to treat atrial fibrillation. The patient had been sedated with general anesthesia. After successfully completing transeptal access, the amplatz super stiff guidewire was positioned through the transeptal access into the left atrium and into the left superior pulmonary vein. After that, the faradrive was being prepared for insertion. However, before the faradrive was inserted into the left atrium, the physician noticed that a coagulum was attached to the guidewire. Heparin was administered and the procedure was interrupted in order for the heparin to have its effect. Finally, the coagulum was not visible anymore and the procedure was cancelled. The patient woke up without complications and was sent to observation. After two days, the patient was sent home and is expected to fully recover.